Manufacturer narrative:
Additional information provided in sections d.9. H.3. H.6. And h.11. The company representative was able to replicate the reported issue. The core module was replaced to address this issue and was returned for testing. The system was tested and found to meet product specifications. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for ¿complaints reported against this serial number¿ was performed. There were no relevant complaints found as part of this investigation. The core module was received for testing on this investigation. A visual assessment of the returned sample revealed no obvious nonconformities. The laser core module was installed into a system and turned on. Upon boot up, it was observed that the laser core module was not recognized by the system and could not be activated. It was identified that a component of the laser core module, was observed damaged. The printed circuit board (pcb) core was replaced, and the laser core module was reinstalled into a system. After the replacement, the system booted up successfully with no issues, and the laser core module was proven to be functional. Based on the sample evaluation, the customer reported event was replicated. The root cause of the reported event is attributed to the nonconforming pcb-core component. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Similar event data was collected for the associated reported events. Quality assurance will continue to perform periodic monitoring for evidence of adverse trending and take further action as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic operating system laser was not working and unable to be used during vitrectomy surgery. The surgery was completed by using cryo instead of laser. No patient impact was reported. Additional information has been requested, but none received till date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).